Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The trocar was not able to be activated. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and examination, the instrument armed intermittently. The endcap was excessively welded to the handle which may have caused the incident. The endcap was disassembled and no anomalies or deformations were observed.